Event description:
The device was used during a lung apex wedge resection. Reportedly, the tissue was pushed out of the jaws and the firing could not be completed. A re-operation was performed several days later to retrieve a metal piece.